Event description:
Right knee pain; right knee swelling; right knee effusion; could not sleep. Info was rec'd in 2007 from a physician regarding a male pt, with a medical history of gout of the metatarsophalangeal joint, urate and calcium pyrophosphate crystals in the right knee, bilateral osteoarthristis, varus deformity of the left knee, left knee high tibial osteotomy, right knee meniscectomy, debridement and cartilage deformity. It was also noted that the pt did not have a history of avian allergy, was doing well and was asymptomatic. The pt rec'd the first injection of synvisc on an unknown date in 2007. Within 2 days of the injection, the pt developed significant pain and swelling of the right knee, such that he could not sleep. The pt went to another physician on an unknown date where he rec'd an intra-muscular steroid injection with minimal response. One week post injection, the pt returned to the reporting physician. The right knee was still swollen without erythema and he had no fever. Arthrocentesis was performed and 60 cc of yellow fluid was withdrawn. The pt was placed on piroxicam. At the time of this report, the pt reported that the knee pain and swelling had decreased. MFR's comment: the safety and effectiveness of synvisc for conditions other than osteoarthritis have not been established. Piroxicam.